Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the clinical sales representative (csr) observed the e-100 electrosurgical generator unit (esu) led was solid red. The csr had power cycled the e-100 and removed the ac power and powered on but the issue persisted. The customer continued the procedure with the erbe vio generator. The technical service engineer (tse) noted that the symptoms indicate an internal failure of the e-100. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the issue occurred during the procedure, while ports were placed. The e-100 initially powered up without errors. The e-100 was working and then went red. The customer swapped to the erbe, and the e-100 was not used for the remainder of the procedure. Patient demographic information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the e-100 had a red power button and was giving an error. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi received the replaced e-100 involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the reported failure that the e-100 displayed a red power button and gave an error. The e-100 was installed into the test system and failed during testing. The power led turned red and the bipolar led did not switch on. The test unit could not cut or seal. Upon visual inspection, the unit appeared to be in good condition. The failure is attributed to a component failure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the system log confirmed a procedure was performed on 17-may-2022 using system sk3813 matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation no image or video of the procedure was provided for review. This complaint is considered a reportable event due to the following conclusion: the e-100 electrosurgical generator unit (esu) was non-functional and replaced with the erbe after the start of the procedure. The surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.